Event description:
It was reported that the lead had exhibited t-wave oversensing (twos) a few years prior, and the pace/sense portion of the lead had been capped and replaced. Recently, the lead exhibited an apparent fracture of the high voltage (hv) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and blood/body fluid was present on the distal conductor (not obstructed). Blood/body fluid was present on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking (esc). The outer tubing was kinked/buckled and exhibited an esc breach/breach (non-electrical). A white substance was present on the exposed defib coil. The lead was stretched and exhibited apparent explant damage.